Event description:
It was reported that during the implant attempt, the physician had difficulty advancing the stylet in the lead. That lead was not used as the physician requested a new lead which was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the stylet/guidewire was kinked/buckled and damaged during use.